Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and weight increased outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, pelvic pain and weight increased to be related to essure. Amendment: the report was amended for the following reason: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), abdominal pain lower ("cramps"), back pain ("low back pain") and menorrhagia ("heavy and long periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, weight increased, abdominal pain lower, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, back pain, genital haemorrhage, menorrhagia, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: heavy and long periods, back pain, cramps were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced systemic lupus erythematosus ("lupus"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), abdominal pain lower ("cramps"), back pain ("low back pain"), menorrhagia ("heavy and long periods/super heavy non stop periods"), bone loss ("bone loss"), endometriosis ("endometriosis"), metabolic disorder ("metabolism never returned"), muscle spasms ("cramps"), anaemia ("anemia") and pain ("pain") and was found to have weight increased ("weight gain") and weight decreased ("lost all the weight"). The patient was treated with blood transfusion, auxiliary products and surgery (to remove the essure implant.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, weight increased, abdominal pain lower, back pain, menorrhagia, bone loss, endometriosis, weight decreased and metabolic disorder outcome was unknown. The reporter considered abdominal pain lower, anaemia, autoimmune disorder, back pain, bone loss, endometriosis, genital haemorrhage, menorrhagia, metabolic disorder, muscle spasms, pain, pelvic pain, systemic lupus erythematosus, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 6,8 and 9 were processed together. Social media received. New event "cramps" was added. New reporter was added. On (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: fu 6,8 and 9 were processed together. Social media received. New events "anemia", "pain" and "lupus" were added. Reported event was added to the event "menorrhagia". Treatment was added. New reporter was added. On (B)(6) 2020: fu 6,8 and 9 were processed together. Social media received. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In october 2007, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), abdominal pain lower ("cramps"), back pain ("low back pain"), menorrhagia ("heavy and long periods"), bone loss ("bone loss"), endometriosis ("endometriosis") and metabolic disorder ("metabolism never returned") and was found to have weight increased ("weight gain") and weight decreased ("lost all the weight"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, weight increased, abdominal pain lower, back pain, menorrhagia, bone loss, endometriosis, weight decreased and metabolic disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, back pain, bone loss, endometriosis, genital haemorrhage, menorrhagia, metabolic disorder, pelvic pain, weight decreased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event bone loss, endometriosis, lost all the weight, metabolism never returned was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and weight increased outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.